Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 20 mg/dl, and the meter bg reading was 236 mg/dl. Subsequently, customer experienced a low bg of 23 mg/dl. The customer consumed carbohydrates and an ambulance was called for the customer to be transported to the emergency room due to the low bg. While in the ambulance, the customer received intravenous (IV) fluids of sugar water and saline. The customer was immediately admitted to the intensive care unit (ICU) upon arrival at the ER where an IV and fluids of saline and insulin were given. The customer was in a coma, and a neurologist alleged that the customer may have brain damage. The customer was released on (B)(6) 2021. A root cause could not be determined. A replacement sensor was sent to the customer.